Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Impedance trending out of range. Lead was capped and possible fracture at site of suture sleeve was observed on fluoroscopy during procedure. No adverse patient events were reported. Should additional information become available, this file will be updated.